Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerns a 58-years-old asian female patient of han origin. There was no medical history, complicating disease, allergic history, family medical history, no previous drug adverse reaction/ event and no family drug reaction/ event. Concomitant medication included metformin used for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25) cartridge via a reusable device (humapen ergo ii), (B)(4) units in morning and evening, two times a day (bid), subcutaneously, for the treatment of diabetes, beginning on an unknown date in 2010 or 2011 (conflicting details provided). She started using humapen ergo ii from an unknown date. In (B)(6)2024, she found difficulty to press the injection button during injecting. She needed to rotate it a bit and then only it could be pushed. There was damage to the pen body, that was not due to a manufacturing issue (pc number (B)(4), lot number 1806d01). Since an unknown date, she experienced a high blood glucose (values, units and reference range not provided) and due to which she was hospitalized. On (B)(6)2024, her dose was increased to 24 units in morning and evening (bid). In the morning of (B)(6)2024, her fasting blood glucose was determined at 5.1- 5.2 which was acceptable. Further information regarding hospitalization, corrective treatment and discharge date was not provided. Status of insulin lispro protamine suspension 75%/insulin lispro 25% therapy was ongoing. Patient self was the operator of humapen ergo ii and her training status was not provided. General model duration and suspect device duration of use were not reported. Suspect humapen ergo ii returned to manufacturer on 18sep2024. The reporting consumer did not know if the event was related to insulin lispro protamine suspension 75%/insulin lispro 25% drug and did not provide any relatedness with humapen ergo ii device. Edit 13sep2024: updated medwatch and european and canadian (EU/ca) device fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 06nov2024: additional information received on (B)(6)2024 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage from no to yes, malfunction from unknown to no and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly. Edit 06nov2024: upon internal review changed insulin lispro protamine suspension 75%/insulin lispro 25% formulation from unknown to cartridge.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6)2024 in the b.5. Field. No further follow-up is planned. Evaluation summary a patient reported that the injection button of her humapen ergo ii device was difficult to press beginning in (B)(6)2024. Patient reported she needed to "rotate it a bit and then only it could be pushed". Since an unknown date she experienced high blood glucose. The investigation of the returned device (batch 1806d01, manufactured june 2018) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. In addition, the soft touch was partly de-bonded and the pen housing near the bezel was cracked, with evidence of excessive force observed related to both issues. This damage is consistent with excessive force exposure while in the field. There is evidence of improper use. Damage to the pen body occurred in the field, not related to the manufacturing process. This damage is not likely related to the complaint issue since the device met functional requirements and met dose accuracy and glide (injection) force specifications. It is unknown if this issue is related to the adverse event.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4) this report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerns a 58-years-old asian female patient of han origin. There was no medical history, complicating disease, allergic history, family medical history, no previous drug adverse reaction/ event and no family drug reaction/ event. Concomitant medication included metformin used for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25) unknown formulation via a reusable device (humapen ergo ii), 20 units in morning and evening, two times a day (bid), subcutaneously, for the treatment of diabetes, beginning on an unknown date in 2010 or 2011 (conflicting details provided). She started using humapen ergo ii from an unknown date. In (B)(6) 2024, she found difficulty to press the injection button during injecting. She needed to rotate it a bit and then only it could be pushed (pc number (B)(4), lot number 1806d01). Since an unknown date, she experienced a high blood glucose (values, units and reference range not provided) and due to which she was hospitalized. On (B)(6) 2024, her dose was increased to 24 units in morning and evening (bid). In the morning of (B)(6) 2024, her fasting blood glucose was determined at 5.1- 5.2 which was acceptable. Further information regarding hospitalization, corrective treatment and discharge date was not provided. Status of insulin lispro protamine suspension 75%/insulin lispro 25% therapy was ongoing. Patient self was the operator of humapen ergo ii and her training status was not provided. General model duration and suspect device duration of use were not reported. Status of suspect humapen ergo ii was not provided however its return was expected. The reporting consumer did not know if the event was related to insulin lispro protamine suspension 75%/insulin lispro 25% drug and did not provide any relatedness with humapen ergo ii device. Edit (B)(6) 2024: updated medwatch and european and canadian (EU/ca) device fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.